Manufacturer narrative:
The actual devices were not available; therefore a device analysis could not be completed for those samples. However, a companion sample was received in a closed pouch for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests which included leak, clear passage, and clamp function tests were performed with no issues noted. The reported condition was not verified on the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) homechoice automated pd sets w/cassette leaked; further described as ¿leak next to the door¿ of the homechoice device. This was observed during initial drain of peritoneal dialysis (pd) therapy. It was further reported that there were pin size holes going down all five lines a few inches from the cassette. There was no report of patient injury or medical intervention associated with this event. No additional information is available.